Event description:
Patient reported that in the last month their infusion set broke. Patient reported that they changed infusion set right away, so their blood glucose was not affected ( and no treatment weas received. )